Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) with high voltage therapy disabled. The device was not programmed into MRI mode. Technical support was contacted and an attempt was made to reset the device but it was unsuccessful. The device was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of MRI related reset and problem associated with use in off-label MRI environment were confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por) caused by magnetic resonance imaging (MRI) without switching device to MRI settings. User manual indicates it is required to program the device to MRI settings as part of the MRI scan workflow. Scanning under different conditions can result in device malfunction. The device was successfully restored from back-up mode under controlled conditions using merlin programmer; however, this restoration functionality is not available for use in the field and is limited to internal or investigative application. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.